Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and placed in a medial position of the a2/p2 segment. Due to the poor echocardiogram quality, a clear leaflet insertion inspection was not possible; however, a good tissue bridge was confirmed. The clip was deployed, reducing the mr to 1-2. Four minutes after deployment, it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the short, thin posterior leaflet. The mr returned to 4. A second clip was implanted on the lateral side of the first clip for stabilization. Two clips were implanted, reducing mr to 1-2. The patient was stable after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (thin, short posterior mitral leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). Additionally, the reported poor image resolution is related to imaging/difficulties in visualization during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.